Event description:
The customer reported that during reprocessing, a black fluid flowed out from the scope¿s channel. A different scope was used to perform and complete the scheduled unspecified procedure. The delay was not more than 15 minutes. There was no patient injury.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The scope was returned for evaluation and found a leak at the channel tube. A stain was noted at the control section of the scope. The protector and light guide tube were observed to be deteriorated. The connector was found corroded and the connector was noted to be stained. The objective lens was found worn. Fluid invasion and corrosion was noted on the inside of the scope¿s control section. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
Correction: e1 (province corrected to "shandong"). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the investigative results that the black fluid found within the unit was a mixture of water and lubricant. The suggested event was therefore further presumed to be caused by the following mechanisms: I) because of forcible insertion/withdrawal of an endo therapy accessory, a hole was created in the inner wall of the biopsy channel. Ii) water entered from the hole into the device during reprocessing. Iii) water which was entered into the device and the lubricant which was used for assembly of the device were mixed, and the mixture was flown through the hole into the biopsy channel. The suggested event was deemed a preventable occurrence. The following description is included in the instructions for use (IFU) operation manual: "using endotherapy accessories: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Furthermore, because the user did not report a leak from the biopsy channel, the user's handling might have deviated from the following description of the IFU reprocessing manual: "precautions: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.